Event description:
It was reported that dissection occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was being performed using an nrg trans-septal radiofrequency (rf) needle. Tsp position was aimed in the inferior/posterior and tenting to the posterior/mid was confirmed. When the rf needle was inserted, it slipped upward, and the position shifted. Adjustment was performed again downward, and energization was performed in the mid position. A watchman fxd curve access system (was) was advanced to the laa and imaging was performed. A 35mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured twice. The wds and was were removed so that a new tsp could be performed. Upon removal of the devices, a dissection was observed. It was confirmed that there was a puncture hole in the atrial septum secundum, and the dissection of the septum extended from the puncture hole in the atrial septum secundum in a cephalic and dorsal direction. There was no accumulation of pericardial effusion. The procedure was discontinued due to the possibility of widening the dissection when re-puncturing. The physician believes the dissection occurred from the rf needle when it slipped upwards, however since it was not discovered until after the was passed through the septum, it cannot be ruled out as a possible contributor. It was further reported that no intervention was required to treat the dissection. The patient is in good condition.

Event description:
It was reported that dissection occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was being performed using an nrg trans-septal radiofrequency (rf) needle. Tsp position was aimed in the inferior/posterior and tenting to the posterior/mid was confirmed. When the rf needle was inserted, it slipped upward, and the position shifted. Adjustment was performed again downward, and energization was performed in the mid position. A watchman fxd curve access system (was) was advanced to the laa and imaging was performed. A 35mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured twice. The wds and was were removed so that a new tsp could be performed. Upon removal of the devices, a dissection was observed. It was confirmed that there was a puncture hole in the atrial septum secundum, and the dissection of the septum extended from the puncture hole in the atrial septum secundum in a cephalic and dorsal direction. There was no accumulation of pericardial effusion. The procedure was discontinued due to the possibility of widening the dissection when re-puncturing. The physician believes the dissection occurred from the rf needle when it slipped upwards, however since it was not discovered until after the was passed through the septum, it cannot be ruled out as a possible contributor.